Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm after bolus delivery. Reportedly, the infusion set had been in use 3 days and the cartridge had been in use 6 days. The cartridge had been refilled after the last infusion set change. There was no impact to customer's blood glucose level. During troubleshooting with tandem technical support, customer indicated that both infusion set and cartridge would be changed.